Event description:
An attorney reported that a consumer was diagnosed with endophthalmitis following intraocular lens (iol) implant surgery. In a legal document, it was indicated that according to medical records, the pt had a vitreous prolapse and that there was posterior loss of lens fragments. At one day postoperative, the cornea was swollen with a d fold with no afferent pupillary defect. At three days postoperative, edema was not resolved, the lens was "foggy", the pt's va was 20/400, and the pt experienced pain. The pt was prescribed medications and was referred to a retinal specialist. Beginning at four days postoperative, the pt was monitored by the retinal specialist who diagnosed her with endophthalmitis and noted (in the medical records) that the pt's pain was worsening. At six days postoperative, the pt's status was noted as "less pain, can see more, less cornea edema, and less fibrin"; also, at this time, a vitrectomy and membranectomy were performed and the pt was treated with medications. At approximately two months after the initial surgery, the retinal specialist noted that the pt had postoperative endophthalmitis with mild inflammation and synechiae. The pt was eventually seen by three other surgeons; and the pt underwent iridotomy to treat pupillary block glaucoma and iris bombe, and yag to improve vision. One of the surgeons noted that lens exchange would be dangerous due to the degree of scarring and adhesions. Approximately one year following the initial surgery, a surgeon noted that "at this time, it does not appear there was any evidence of an optic neuropathy leading to the pt's vision loss" and that the pt was advised to seek management for her medication and minimization of the macular edema. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/17/2010 and 10/12/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).